Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Caller reported he is having trouble keeping the ins charged, ins not staying charged. No matter what he does he keeps getting the reposition antenna screen. Caller states his ins only lasts a day or day and half. Caller states the batteries died in the patient programmer so he needs to get new batteries and will call. Patient called back later and stated that he got the batteries. During the call, connecting the patient programmer (pp) with the ins was tried. Patient got poor communication. The day of the call was the first day he tried to connect to ins and got poor communication. Last time the patient successfully recharged was three weeks ago. Patient was made aware that the device might be over discharged and they need to contact hcp to see about having a rep come and do a trickle charge. An exact eve nt date was not provided. No symptoms were reported and no further complications were reported/anticipated.